Manufacturer narrative:
Device evaluation: upon receipt at our post market quality assurance laboratory, the ams700 ipp cylinder was visually inspected and functionally tested. The cylinder has a fatigue leak in the inner tube in the proximal cylinder body; hole was present. The cylinder has a large tear of the outer tube with large broken/damage fabric treads in cylinder body attributed to sharp instrument damage which likely occurred during explanted. Due to this damage being consistent with explant, it will be considered a secondary issue. The identified fluid leak in cylinder is the most probable cause of the reported allegations related cylinder malfunction as the device would not be functional after the system fluid was lost. The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Product analysis confirmed cylinder malfunction.

Event description:
It was reported that due to a defective/damaged left cylinder and pump the patient had his inflatable penile prosthesis (ipp) pump and cylinders explanted. It was added that due to the damaged cylinder, the pump no longer worked. The patient is stable following this surgery.

Event description:
It was reported that due to a defective/damaged left cylinder and pump the patient had his inflatable penile prosthesis (ipp) pump and cylinders explanted. It was added that due to the damaged cylinder, the pump no longer worked. The patient is stable following this surgery.